Manufacturer narrative:
As of today, the device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device was emitting tones. Remote interrogation confirmed that the device declared elective replacement indicator due to longer than expected charge times during middle of life.